Event description:
It was reported the pt had fallen. Since falling, the pt has been unable to turn stimulation on due to the amplitude auto reducing. Reprogramming was unsuccessful. An impedance check revealed high impedance on one contact. The pt plans to f/u with her doctor about the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.